Event description:
Info received from a nursecomm call indicates that pump says it is running, but it is not feeding any formula.

Manufacturer narrative:
Device was not returned. Attempts were made with no response. A follow up will be sent if new info is received.